Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Device data confirms hyperglycemia on the reported event date. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was likely caused by a failed infusion set, or some sort of failure along the insulin fluid pathway and failure to follow the ketone action plan as reviewed in labeling and training and replace the infusion set or resort to alternate therapy when experiencing prolonged hyperglycemia. Device audio settings were "off" which also likely contributed to the severity of the event.

Event description:
On (B)(6) 2024 an ilet user reported they experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on (B)(6) 2024. The user reported on (B)(6) 2024 their blood glucose level exceeded 600 mg/dl. The user was admitted to the ICU for two days and received IV fluids and insulin. They could not recall specific symptoms, but dka was diagnosed. The user was released from the hospital on (B)(6) 2024. The user did not use back-up therapy beyond the IV drip and followed their ketone action plan during the hospital stay. The user resumed using the ilet after discharge.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.